Manufacturer narrative:
Concomitant product UDI for the pump is (B)(4). Concomitant product UDI for the balloon is (B)(4).

Event description:
It was reported that the went to the clinic because this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was identified. The cause of crack in the cuff connecting tube was not detailed by the hospital. All the components were removed and replaced. No patient complications were reported.